Manufacturer narrative:
An event of device deformity was reported. The device was returned to abbott for investigation and the device met functional specifications when analyzed under non-physiological conditions. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all defined manufacturing specifications. Please note that per the instructions for use, the minimum recommended size delivery system for use with a 10 mm amplatzer septal occluder is an 6f. Based on information received, a 7f sheath was used to deliver the device. The cause of reported incident could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
It was reported that on (B)(6) 2024, a 10mm amplatzer septal occluder was selected for implant using a 7f amplatzer trevisio delivery system. During implant, the occluder deformed into a cobra shape and was unable to be implanted. The occluder was never released from the delivery cable while inside the patient. There were no interactions with cardiac structures and no angulation/kink observed with the delivery system. A new 12mm amplatzer septal occluder was successfully implanted. The patient was reported to be in stable condition.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.